Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at 1,452 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient developed an infection at the pump site after pump replacement on (B)(6) 2024. There were no known e nvironmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the patient was placed on antibiotics and infection cleared. The physician chose to replace pump due to sore near pump site that was slow to heal. Outcome: the issue was resolved. The patient weight and medical history were not available due legal/confidential reasons. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.